Manufacturer narrative:
This supplemental report is being submitted to report that the patient death is not related to the device. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was further reported that the death was not related to the use of therasphere to treat hepatocellular carcinoma. The patient death is attributed to sepsis, malnutrition, cirrhosis and acute renal failure.

Event description:
It was reported that a patient death occurred. Patient received therasphere treatment on (B)(6) 2020, with no reported complications. Follow-up with the patient by phone on (B)(6) 2020 was fine with no adverse events reported. Patient was scheduled to consent for another phase 1 clinical trial at the treating institution, but did not attend. Patient could not be contacted after (B)(6) 2020 and was lost to follow up by the treatment site. The social worker reported that the patient was transported to hospital by ambulance on (B)(6) 2020. The patient passed away on the (B)(6) 2020.